Event description:
It was reported that the battery consumption was too fast with the external pulse generator (epg). The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the unit works normally, no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.